Manufacturer narrative:
Concomitant medical products: model: 5076-52, lead; implanted: (B)(6) 2002, model: 419688, lead; implanted: (B)(6) 2010. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead has triggered alerts for out-of-range/high superior vena cava (svc) defibrillation coil impedance, out-of-range/high rv defibrillation coil impedance, out-of-range/high rv tip-to-rv coil pacing impedance when the impedance levels exceeded the programmed upper alert levels. Additionally, the rv lead triggered a lead integrity alert (lia) with high rate non-sustained episodes and variable pacing impedance with the current electrograms (egm) suggestive of artifact oversensing. The left ventricular (lv) lead and the right atrial (ra) lead have both triggered alerts for out-of-range/low impedance alerts when the impedance level registered as "zero" and possible undersensing and under-pacing was indicated on the atrial lead. Follow up was conducted with the patient¿s clinic. The allied health professional (ahp) indicted the patient had not been seen recently and therefore no reprogramming has been completed at this time. The leads remain in use. No patient complications have been reported as a result of this event.